Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
It has been determined that the event of deflation did not occur. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "underfilled". This record is for the right side. The device has been explanted and replaced.